Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a dissecting thoracic aorta and ischemic gut. The talent captivia devices were implanted down to 2 cm above the celiac and stabilized the patient. Post implant there was flow to the celiac, sma, and right renal artery. It was reported that later the patient had plural edema and they were having a hard time oxygenating her. There were no endoleaks or other issues with the graft. The patient coded during the night and was brought back, but coded again and expired. There was no rupture and the physician did not think there were graft related issues. The patient expired due to reaction to platelets that were given. The grafts looked good.

Manufacturer narrative:
(B)(4). Inherent risk of procedure, unapproved use of device (pre-of dissection), patient's condition affected effectiveness of device (pre-existing condition; dissecting thoracic aorta and ischemic gut, with reaction to platelets). Evaluation, conclusions: user error contributed to event (pre-of dissection), device failure/lack of effectiveness related to patient condition (pre-existing condition; dissecting thoracic aorta and ischemic gut, with reaction to platelets).